Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported during an implant procedure, atrial lead dislodgement was noted. All numbers, sensing, pacing and impedence were acceptable prior to dislodgement. The atrial lead was replaced. The patient was stable.